Event description:
Patient reported obtaining a blood glucose result of 135 mg/dl, while using the suspect device. Based on this result, patient reportedly delivered 2 units of rapid-acting insulin. Patient stated that, approximately 2 hours later, she began to experience syptoms of hypoglycemia. Patient reportedly became "unresponsive," during which her blood glucose was repeatedly measured by a relative. Patient stated that back-to-back testing on the suspect device produced results of 296 mg/dl, 101 mg/dl, 93 mg/dl, and 42 mg/dl. Patient was reportedly spoon-fed sugar and given cola to drink. No additional treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.